Manufacturer narrative:
Through investigation of the reported event it was determined that the actual malfunction was brakes being difficult to engage/disengage, which is not reportable. There was no indication of unintended system motion.

Event description:
This report summarizes 1 malfunction event, where it was reported there was phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was phantom motion. There was no patient involvement.